Manufacturer narrative:
Unit received with cracked end cap. Unit received with no button response due to unlocked lcd keypad connector. Unable to verify excessive no delivery alarm, failed battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had sometimes battery fail alarm when inserting a new battery, drive support cap was chipped and also experienced high blood glucose. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer was treated with insulin pump had they had medication as humalog. The insulin pump will be returned for analysis.